Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2019 with worsening clinical status and experiencing phrenic nerve stimulation. The lead was programmed off. Revision was attempted which resulted in dissected coronary sinus and pericardial effusion. Fluoroscopy and echocardiography confirmed the event. Effusion was self-resolved. There was no tamponade. The patient was stable.